Manufacturer narrative:
An event of "the 30mm aso would not expand properly and appeared misshaped and deformed" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that procedure was abandoned due to the size of the defect.

Event description:
On (B)(6) 2018, a 30mm amplatzer septal occluder (aso) was attempted to be implanted. The 30mm aso would not expand properly and appeared misshaped and deformed. The device was resheathed, removed, and exchanged for a second 30mm amplatzer septal occluder. The second 30mm aso was not implanted due to the large size of the defect. Neither devices were released from the delivery cable and the procedure was abandoned due to the size of the defect. Surgical closure will be discussed with patient. The patient remained hemodynamically stable throughout the procedure and is reported to be stable. Per the user, this event did not have the potential to cause patient harm or injury.